Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
During priming, it was noted that prime fluid was leaking out of the pbf (oust of the seam of the filter, not the tubing connection).

Manufacturer narrative:
(B)(6). A leak from the pre-bypass filter on the connection was observed and subsequently sent to the supplier. The most probable root cause for the broken assembly is malfunction within the welding unit caused by a misalignment of the body and cap components on the turntable during welding. Corrective actions by the supplier were taken; such as requirements for an hourly check for weld strength.

Event description:
During priming, it was noted that prime fluid was leaking out of the pbf (oust of the seam of the filter, not the tubing connection).